Manufacturer narrative:
It was reported by the patient that the controller high priority alarm would produce one beep and then stop. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the ¿no power¿ alarm did not sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery. The manufacturer has an internal investigation, investigating ¿no power" audible alarm failures. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller high priority alarm would produce one beep and then stop. The controller was exchanged. No patient complications have been reported as a result of this event.